Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that on (B)(6) 2003, a "mesh" device was implanted to treat stress urinary incontinence or prolapse. "After, and as a result of implantation," the pt experienced vaginal irritation, infections, a sensation of protrusion, frequent spotting, erosion of internal body tissues and "other" injuries. Surgery to remove the mesh may be needed. Details of the alleged ams device implanted have not been provided to-date.